Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device restarted and logged errors 111b (35 volt failure). There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 13dec2018. Date of manufacturer: 15nov2018. Philip's field service engineer (fse) performed troubleshooting; however, the error could not be reproduced. The fse replaced the central processing unit (cpu) assembly, the motor controller board and the power management board and the issue was resolved. The device was returned to service.

Manufacturer narrative:
Report date: 16jan2019. Date received by manufacturer: 14jan2019. The power management (pm) printed circuit board assembly (pcba) was returned to philips for failure analysis testing revealed that the solder crack was open and not making contact with the trace on the pm pcba; causing multiple error codes to occur. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.